Event description:
It was reported that during the procedure for treatment of a perforation in the mid left anterior descending artery, a 3.0x12 otw jostent graftmaster stent delivery system was advanced but could not cross. The stent delivery system was removed from the anatomy without resistance and a 3.0x16 jostent graftmaster stent delivery system was used to successfully treat the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.